Event description:
The plaintiff's attorney alleged that the pt experienced an adverse cardiovascular event and subsequently expired. This is alleged to have been caused by the product administered to the pt dor dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any add'l info.